Manufacturer narrative:
(B)(4). It is unknown if the complainant part was implanted during the surgical procedure. The device is not available for return. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6): it was reported that a patient underwent a surgical procedure on (B)(6) 2016 to treat a burst fracture at l1-l2 using a universal spine (uss) fracture system. During the fixation of the rod, one (1) of the nuts of the reported implant wore out and would not properly tighten. The surgeon decided not to replace the nut and completed the surgery instead without delay. This report is 1 of 1 for (B)(4).